Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window and case.

Event description:
It was reported the customer had a button error alarm on their insulin pump. The customer's blood glucose was unknown. No additional information provided.